Manufacturer narrative:
A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
A4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. B3: event date is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy from their scs system. Surgical intervention was undertaken on 23jan2024 wherein the patient's system was explanted.